Event description:
The following has been reported: during the priming process of the set, an occlusion in the flow path was observed preventing the priming process from being completed. Liquid does not reach the outlet tubing, although it does flow from the primary to the secondary line. A preliminary review identified the following issue: clogged admin set an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
During the priming process of the set, an occlusion in the flow path was observed preventing the priming process from being completed. Liquid does not reach the outlet tubing, although it does flow from the primary to the secondary line. Provided photos show what appears to be seal material protruding from under the resistor knob. The reported issue could be related to the seal was not positioned correctly causing the blockage. However, per a documented deviation, this unit did not pass through the inline leak testers. It has been established that if a set leak or occlusion is found, it is likely not caused by the slide clamp being validated. The current process controls detection includes 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. Quality sampling for final physical testing, for performing a flow and underwater leak tests. 100% visual inspection during the manufacturing process and final physical inspections.